Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years and 3 months, due to stenosis and calcification. Per the health-care provider, the explant was not related to any device malfunction. The explanted device was replaced with a model 4300 22mm. Per the operative report provided, the previous placed rv to pa (subject valve)conduit was excised. The pulmonary artery bifurcation was freshened and a 22mm edwards bioprosthesis was sewn end to end to the pa bifurcation using 6-0 prolene. The patient was rewarmed and weaned from cardiopulmonary bypass in a normal sinus rhythm on a minimal amount of inotropic support with excellent hemodynamics.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the device has been discarded; therefore, the root cause of the reported event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, it appears that the stenosis was likely due to the calcification noted by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.